Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that the device had intermittent operation. This event did not occur during surgery. However, it is unknown if there was user or patient injury or medical intervention. No add'l info available.